Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced elevated blood glucose (bg) levels ranging between 436-517mg/dl throughout the day. Correction boluses were delivered to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management. A system check was performed and an air bubble was found to be within the luer lock connection. The customer performed the load fill tubing sequence successfully removing the air bubble. An infusion set site change was performed to address the bg level. During a follow-up, the customer's bg level returned to target and was 194mg/dl.